Event description:
The event involved transpac® it monitoring kit w/03 ml flush device, safeset¿ reservoir and 60" (152 cm) pt tubing. It was reported that, during a routine check-up on a patient carrying a radial arterial catheter a leak was observed at the arterial line, with presence of liquid under the syringe. The device appears to be slightly deformed between the syringe and the downstream valve. However, the line remains permeable when rinsing with the dedicated system. During a blood aspiration test followed by its reinfusion using the syringe, a rupture frank of the device occurred at the end of the syringe.

Manufacturer narrative:
H4 - device MFR date and d4 - lot # was unknown. (B)(6). The device has been received for evaluation; however, investigation is not yet complete.